Manufacturer narrative:
A centrimag primary console was returned and evaluated by a manufacturer¿s technical services representative. The received unit was charged overnight. A functional checkout was performed and found that the unit ran for three minutes on battery before returning a "battery below minimum" message on the display. The unit was inspected and it was found that the battery pack was past due for replacement; the last battery pack replacement was (B)(6) 2014. The battery pack was replaced with a new one and the required battery maintenance process was performed. A full functional checkout was performed and the unit passed all tests. The tested unit was returned to the customer site. Periodic internal re-chargeable battery pack replacement and maintenance is an aspect of recommended preventive maintenance. The internal rechargeable battery pack must be replaced every 2 years and battery maintenance should be performed once every 6 months. Prior to transportation the internal batteries must be verified as fully charged and to unplug and test the unit's ability to operate on battery prior to transport. A backup console with extra sets of battery modules should also be available. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patent's date of birth and age were not provided. The patient¿s sex was not provided. The patient¿s weight was not provided. Unique identifier (UDI) # (device identifier): device was manufactured prior to the UDI labeling implementation. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was supported with an extracorporeal circulatory support device. It was reported that a pump stoppage occurred while the device was supporting the patient. It was reported that the patent's status was not clear. The equipment was returned for battery maintenance. Further information was requested, but not provided.